Event description:
Customer reported, she experienced low blood glucose. Customer stated that sometimes the sensor does not rad accurately. She stated that the sensor was reading 70 mg/dl and blood glucose value was 40 mg/dl; she was not hospitalized. Customer declined troubleshooting. Nothing further reported.

Manufacturer narrative:
Currently, is it unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.